Event description:
During a case, the pump was turned on. Then it turned off and would not turn back on. The hosp used tpa and successfully completed the case.

Manufacturer narrative:
Results: the pump has no visible damage. When plugged in and the power switch turned on, there is no suction, noise or any perceivable function. The fuse drawer was removed and the fuses examined. One of the fuses was blown open. Once the blown fuse was replaced, the unit turned on as expected and generated a vacuum of 23.0 in hg, within spec. The pump operated for approx 15 minutes with no unusual heating or change in behavior. Conclusion: the blown fuse was the cause of non-operation of the pump. What caused the fuse to blow could not be determined.